Manufacturer narrative:
Device eval: one cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the device to be in fair condition and that the housing was damaged. Functional testing involved powering up the pump and showed the device began to double beep immediately on power up. The investigation determined that the downstream sensor was the cause of the reported issue. The downstream sensor and damaged housing were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep, no cassette. Case damage was also reported. No adverse effects were reported.